Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a confirmed motor stall with no recovery noted. The drug used in the pump at the time of the event was not reported. Additional info has been requested; a f/u report will be submitted if additional info becomes available.